Event description:
The system 7 dual trigger rotary was sent for evaluation due to the handle overheating during a total hip revision procedure. Back-up devices were used to complete the case without any clinically significant procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.